Event description:
It was reported that battery has low power.

Manufacturer narrative:
The autopulse (B)(4) battery (s/n (B)(4)) involved in the event was returned to zoll medical corporation on (B)(4) 2012 and was analyzed, visual inspection of the battery showed no damages. Reported problem was not confirmed. The battery passed testing. No adverse event was reported.